Manufacturer narrative:
H10: of the 5 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80715. H10: the lot number was provided for 3 out of remaining 4 malfunctions; therefore, lot history reviews were performed. Of the (B)(4) devices, the brand name of one device was updated as g2 express filter. All the 4 devices were not returned to the manufacturer for inspection/evaluation, however medical records and images were provided and reviewed for all the 4 malfunctions. For one malfunction, the investigation is confirmed for perforation. For one malfunction, detachment (a0501) code was added additionally and the investigation is confirmed for the perforation and detachment. For one malfunction, migration (a010402) code was added additionally and the investigation is confirmed for perforation and filter migration. For the remaining one malfunction, detachment (a0501), material deformation (a0406), obstruction of flow (a1409), difficult to remove (a150207) codes were added additionally and the investigation is confirmed for the detachment, material deformation, filter occlusion, perforation and retrieval difficulties. Based upon the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H10: g3, d4(corporate lot no: unknown). H11: b5, d4(corporate lot no), g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced perforation. These reports were received from various sources. All four malfunctions involves a patient with no reported injury. Of the four reported patients, three were female and one was male. Four patients ages were ranged from 40 to 69 years. The weight of one patient was 334 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: the lot number was provided for 4 out of 5 malfunctions; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however one medical record and image was provided for review. Currently one malfunction has been confirmed for patent device interaction problem, the other four malfunctions were inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: g4, d4 corporate lot no (gfsi2286, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. All five malfunctions had no reported patient injury. One patient is 40 years old, female and 334 lbs; however, all other patient age, weight, gender was not provided.

Manufacturer narrative:
Of the 5 devices, 4 lot numbers were provided, and lot history reviews were performed. Of the 4 reported malfunctions, no devices were returned for evaluation. Medical records and x-ray image was provided for 1 devices and currently pending review. Filter perforation were inconclusive for 4 devices. A root cause has not been determined. The devices were labeled for single use. Corporate lot no (gfsi2286, unknown).

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model rf400j. Vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. All five events had no reported patient injury. One patient is (B)(6) years old, female and (B)(6) lbs; however, all other patient age, weight, gender was not provided.